Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) / migration of essure device"), uterine perforation ("uterine perforation / migration of essure device"), device breakage ("device breakage"), genital haemorrhage ("bleeding") and pelvic pain ("pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism and morbid obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), libido decreased ("decreased libido"), urinary tract infection ("several uti's"), fungal infection ("yeast infections"), bladder disorder ("bladder problem or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, urinary tract infection, fungal infection, bladder disorder, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, abdominal pain upper, vulvovaginal pain, back pain, chest pain and pain in extremity outcome was unknown, the genital haemorrhage, mood swings, libido decreased and fatigue had resolved and the pelvic pain was resolving. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, chest pain, device breakage, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, libido decreased, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in 2014: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received, reporter information updated, event added as :- decreased libido, several uti's and yeast infections, bladder or urinary problems or changes, migraines / headaches, fallopian tube anduterus, nausea, device breakage, nickel allergy, vaginal discharge, perforation (fallopian tube(s)), fatigue,perforation (uterus), weight gain, stomach pain, vaginal pain, lower back pain, abdominal pain lower,chest pain, leg pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/the micro insert coil was seen along with a piece of the essure device inside the coils."), fallopian tube perforation ("perforation (fallopian tube(s) / migration of essure device/ migration of essure device location of device: fallopian tube/ "), uterine perforation ("uterine perforation / migration of essure device/ migration of essure device location of device: uterus"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy and novasure uterine ablation." The patient's past medical history included menstrual disorder, insomnia, hashimoto's thyroiditis and hypothyroidism. Concurrent conditions included hypothyroidism, morbid obesity, uterine cramps, cholecystectomy, ovarian cyst, dysfunctional uterine bleeding and endometrial ablation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), libido decreased ("decreased libido"), urinary tract infection ("several uti's"), fungal infection ("yeast infections"), bladder disorder ("bladder problem or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, urinary tract infection, fungal infection, bladder disorder, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, abdominal pain upper, vulvovaginal pain, back pain, chest pain, pain in extremity, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, mood swings, libido decreased and fatigue had resolved. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, chest pain, device breakage, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. There were approximately 12 coils inside the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in 2014: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs & medical record received. Lot number was added. Historical condition, concomitant condition was added. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),hysteroscopy and novasure uterine ablation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/the micro insert coil was seen along with a piece of the essure device inside the coils."), fallopian tube perforation ("perforation (fallopian tube(s) / migration of essure device/ migration of essure device location of device: fallopian tube/"), uterine perforation ("uterine perforation / migration of essure device/ migration of essure device location of device: uterus"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy and novasure uterine ablation.". The patient's medical history included menstrual disorder, insomnia, hashimoto's thyroiditis and hypothyroidism. Concurrent conditions included hypothyroidism, morbid obesity, uterine cramps, cholecystectomy, ovarian cyst, dysfunctional uterine bleeding and endometrial ablation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), libido decreased ("decreased libido"), urinary tract infection ("several uti's"), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problem or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, urinary tract infection, vulvovaginal mycotic infection, bladder disorder, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, abdominal pain upper, vulvovaginal pain, back pain, chest pain, pain in extremity, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, mood swings, libido decreased and fatigue had resolved. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, chest pain, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery there were approximately 12 coils inside the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in 2014: results: unilateral occlusion (right tube occluded).. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) / migration of essure device"), uterine perforation ("uterine perforation / migration of essure device"), device breakage ("device breakage"), genital haemorrhage ("bleeding") and pelvic pain ("pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism and morbid obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), libido decreased ("decreased libido"), urinary tract infection ("several uti's"), fungal infection ("yeast infections"), bladder disorder ("bladder problem or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (to remove the essure). Essure was removed on 1-aug-2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, urinary tract infection, fungal infection, bladder disorder, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, abdominal pain upper, vulvovaginal pain, back pain, chest pain and pain in extremity outcome was unknown, the genital haemorrhage, mood swings, libido decreased and fatigue had resolved and the pelvic pain was resolving. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, chest pain, device breakage, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, libido decreased, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in 2014: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/the micro insert coil was seen along with a piece of the essure device inside the coils."), fallopian tube perforation ("perforation (fallopian tube(s) / migration of essure device/ migration of essure device location of device: fallopian tube/"), uterine perforation ("uterine perforation / migration of essure device/ migration of essure device location of device: uterus"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy and novasure uterine ablation.". The patient's medical history included menstrual disorder, insomnia, hashimoto's thyroiditis, hypothyroidism and thyroid disorder. Concurrent conditions included hypothyroidism, morbid obesity, uterine cramps, cholecystectomy, ovarian cyst, dysfunctional uterine bleeding and endometrial ablation. Concomitant products included ibuprofen, levothyroxine, metformin, tramadol and vitamin b12 nos (vitamin b 12). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2014, the patient experienced mood swings ("mood swings/ hormonal changes"), urinary tract infection ("several uti's"), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problem or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract disorder ("urinary problem or changes") and was found to have weight increased ("weight gain"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 29 days after insertion of essure. On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), libido decreased ("decreased libido"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain"), chest pain ("chest pain") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, urinary tract infection, vulvovaginal mycotic infection, bladder disorder, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, abdominal pain upper, vulvovaginal pain, back pain, chest pain, pain in extremity, vaginal haemorrhage, menorrhagia and urinary tract disorder outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, mood swings, libido decreased and fatigue had resolved. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, chest pain, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery there were approximately 12 coils inside the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Computerised tomogram - on (B)(6)2015: unilateral occlusion (right tube occluded). Ultrasound scan vagina - in 2014: results: unilateral occlusion (right tube occluded).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received : event added- urinary tract disorder. Events onset date added, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s) / migration of essure device"), uterine perforation ("uterine perforation / migration of essure device"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism and morbid obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), libido decreased ("decreased libido"), urinary tract infection ("several uti's"), fungal infection ("yeast infections"), bladder disorder ("bladder problem or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, urinary tract infection, fungal infection, bladder disorder, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, abdominal pain upper, vulvovaginal pain, back pain, chest pain and pain in extremity outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, mood swings, libido decreased and fatigue had resolved. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, chest pain, device breakage, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, libido decreased, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in 2014: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.